Event description:
I had mentor smooth gel silicone breast implants placed in (B)(6) 2005. I began having joint pain and rash in 2007. I had a positive ana in 2008. Symptoms (joint pain and swelling, dry eyes and mouth) have progressively worsened. In (B)(6) 2021 my physician ordered a battery of lab tests, I have several antibodies, indicating an autoimmune illness that as of this date has not been identified. FDA safety report ID # (B)(4).